Event description:
After completion of an ion endoluminal lung biopsy, a patient experienced a pneumothorax requiring a chest tube and hospitalization. The initial size of the pneumothorax was moderate and did not change over time. The target lesion was located in the left upper lobe close to lymph node station 6 and measured 2 cm in size. The distance from the lesion to the pleura was 0 mm. Following the biopsy procedure, the patient was asymptomatic but required a chest tube to resolve the pneumothorax. The patient was hospitalized and discharged home after 3 days (baseline). There were no images/videos of the event available for review. Per the physician¿s report, the ion product did not cause or contribute to the pneumothorax. The physician reported that the forceps caused the pneumothorax and the event was likely to occur with another modality. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was hospitalized for 3 days and has been discharged home. Although the physician indicated that a forceps caused the pneumothorax and the event would have likely occurred with even if another lung biopsy modality was performed, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacturer.